Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as peeling skin under all the te pads. There was no alleged device malfunction contributing to the irritation. The ER physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation improved